Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol flat mesh (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol collamend device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on (B)(6) 2008, the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1) and an unspecified bard/davol collamend. It is alleged that on (B)(6) 2009, the patient had unspecified injuries related to a defect in the bard mesh (device #1) and underwent revision surgery. As reported, the patient is only making a claim for an adverse patient outcome against the bard mesh (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."